Event description:
According to the initial information received, a 22mm amplatzer septal occluder (aso) was successfully implanted on (B)(6) 2012, in a (B)(6), female patient. However, the next day when the patient had a follow-up echocardiogram, the aso was found embolized in the patient's left ventricle. The patient was referred for surgery to explant the aso and surgically repair the atrial septal defect.

Manufacturer narrative:
Device analysis: sjm medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image analysis: sjm requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.